Event description:
Procedure type: ventral hernia repair. According to the reporter: following a surgical implantation and extended recovery period, the patient allegedly experienced pain and injury.

Manufacturer narrative:
Sd reference #: (B)(4). Ref: mw5023208.